Event description:
A user facility returned an electromechanical ambulatory infusion pump to mckinley medical for repair. They stated that the wm350 pump had "back flow". It is not known if the symptom of backflow was coincidental with an underdelivery of medication. There is no report of pt injury.